Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 430 mg/dl. The customer was treated with insulin pen. Troubleshooting was performed. No air bubbles. Insulin clear and not exposed to any extreme weather. The product will not be returned for analysis.